Event description:
A (B)(6) male pt contacted zoll customer support to report that the connector on his electrode belt was damaged. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector, adjust belt or check belt messages) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was cracked, which could prevent the electrode belt from properly securing into the monitor. The root cause for the cracked locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.